Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the initial lead was tunneled and deployed. The lead was connected to the analyzer and oversensing with noise was observed. Two sets of cables and two y-adaptors. Another analyzer was brought in and the same issue was observed. Another lead was attempted and the oversensing with noise continued to be observed. A third analyzer was used but physiologic noise was still present; occasionally would get a real qrs. Since sensing was acceptable, the lead was tunneled to device pocked and connected. Through the device, air was observed and impedances were noted to be high/out of range. The procedure was completed. No patient complications have been reported as a result of this event. It was further reported that the two programmers experienced a noisy signal, and it was noted that the two programmer analyzers were unable to sense accurately due to the noise. The programmer and analyzer remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.